Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system displayed a motor error. This issue was discovered by a sorin group field service representative during preventative maintenance. There was no patient involvement. The service representative identified the source of the error to be the motor control and motor end stage boards. The boards were replaced and preventative maintenance was completed. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system displayed a motor error. This issue was discovered by a sorin group field service representative during preventative maintenance. There was no patient involvement.